Manufacturer narrative:
(B)(4) - follow up MDR for a correction. Following the submission of the initial MDR, it was determined that this complaint was a duplicate of (B)(4). This complaint is being cancelled. No further action will be provided.

Event description:
This complaint was registered as a duplicate and is being cancelled.

Event description:
This item included no drug, so liquid should not be present. I¿ve attached some photos. I wondered whether this liquid could be the ¿medical grade silicone¿ lubricant?

Manufacturer narrative:
Device problem code: a180104 - device contamination with chemical or other material patient problem code: f27 ¿ no patient involvement. (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.